Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk . The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but so far is unavailable. If further details are received at a later date a supplemental medwatch will be sent. What specific surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient? Response: I have been unable to attain any further information on this incident other than what was originally provided. I will continue to request the additional information that you have requested however at this time, there is nothing further to add.

Event description:
It was reported that following a laparoscopic high anterior resection procedure, there was anastomotic leakage post-operatively. I am not aware of the specific surgeon who operated the device in this procedure.